Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jckn, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient recently started exercising and wanted to know if she should continue. She was concerned about being at the gym because she was told she might experience variation in stimulation. The patient was lifting weights and was wondering if she had variation in stimulation with what she was doing. She was told she couldn¿t do aerobics. The patient saw her doctor earlier the month of the report, she was doing well, and she wasn¿t doing the training she was doing now. She wondered if maybe she shouldn¿t do it and should just do walking. The patient felt like the device was moving, something was ¿going on back there,¿ and it felt like stimulation sped up a little bit, so she tried not to exercise to excess. She previously did zumba, noticed that it was a problem, and doesn¿t do it anymore. Right now what she felt was like the ¿needle¿ itself was vibrating. Instead of just the pulse at the site where the needle was, it was aching and maybe she was doing too many upper and lower body exercises on the machines, or maybe it was the ¿kicks towards the back.¿ she never received a patient therapy manual. The patient had an appointment with her healthcare provider the afternoon of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.